Event description:
The customer reported that after pipetting an hbsag plate on summit, the technician observed that no conjugate was pipetted into wells b3, c3, d3 and e3 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.